Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient experienced wound dehiscence and replacement/revision to the other side of the abdomen by ¿nsg.¿ the patient did require hospitalization/prolonged hospitalization regarding this event. The patient¿s weight was (B)(6) kilograms. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative. It was indicated that the patient¿s pump was for severe spasticity and targeted drug delivery for chronic pain. It was noted that this was the patient¿s third pump and the only one they ever had a problem with. It was noted that this was the fourth time the patient had to go into the hospital for surgery. The patient was indicated as living 108 miles from the medical center and was 71 years old. The patient was concerned if their pump could cut through again regarding the sharp edges they felt. On (B)(6) 2018 a healthcare provider further reported that the pump cutting through the patient¿s skin had been resolved. The patient¿s weight was 102.2 (units not specified).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was removed and moved to the patient's right/front portion of their body. It was noted the wrapping on the pump was removed leaving a sharp edge. This edge cut through the patient's left side from inside out. It was noted this was very painful. After the pump was moved the patient mentioned that they could feel the sharp edges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. Regarding the statements that " the first time they took 1/2 the wrapping off and the 2nd time they took all the wrapping off" and "the patient had leakage," it was noted that the hcp was unable to find the reference. It was noted that it was likely multi-factorial as the patient had diabetes and refused to take the pump completely out to allow healing. It was noted that there was also a possible reaction to titanium.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced infection and drainage in the pocket caused by the pump. As of (B)(6) 2018, the patient's pump would be taken out for the 5th time within less than two years. After the pump was implanted in (B)(6) 2016, the incision would not heal. The patient had leakage and the pump was actually working its way out of the incision site of the skin. The pump had been moved twice. It was stated that "the first time they took 1/2 the wrapping off and the 2nd time they took all the wrapping off". The caller did not know that meant and it was what the patient told him. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.